Event description:
During a triathlon total knee replacement, the femoral component was opened from its packaging, before implantation, a scratch was observed on the articular surface. The item was replaced with an alternate femoral implant.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.